Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR was reviewed for the subject device. No anomalies were noted and it was verified the device was manufactured in accordance with documented specifications and procedures. The legal manufacturer performed an investigation. Based on the result of the device evaluation and available information, the legal manufacturer confirmed that the likely cause was due to user handling. A crack in the c body was confirmed and it is considered that external force was applied to the tip as evidenced by the shape of the damage; as a result, it is likely that the leak occurred due to the crack in the c body. In addition, damage to the a rubber, was likely due to external force applied during handling.

Manufacturer narrative:
The device was returned to olympus and evaluated. The reported problem was confirmed and the cause assigned to damage on the c-body. Based on the results of the device evaluation and similar reported complaints, the most likely cause of the reported event can be attributed to user handling. The device instructions for use contains the following statements: warning: ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ caution: ¿do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks.¿

Event description:
A user facility reported auxiliary water supply issues; specifically, water leaked from the distal tip even after button change. The problem reportedly was found during a procedure. The intended procedure is unknown. It is unknown if the procedure was completed. There was no patient injury or harm, associated with the problem, reported to olympus.